Event description:
At the start of a procedure, with a patient on the table, the table floor locks were unlocked in order to rotate the table. The table tipped striking a staff member on the right foot, breaking 3 toes. They were treated for the injury and is recovering. The patient was anesthetized at the time of the incident after awakening. The patient was evaluated and no injuries were noted.